Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" alarm was noted. (B)(4).

Event description:
A diabetes educator reported via phone call regarding high blood glucose readings and no delivery alarms on the pump. The customer's blood glucose reading was 430 mg/dl. The customer treated with a manual injection. The customer stated that she changed the set last night and continued to have no delivery alarms. The customer stated that the no delivery alarm occurred during bolus. The customer stated that the alarm was recurring. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that the insulin did not exit the tubing. The customer declined to troubleshoot for high blood glucose readings.